Event description:
Procedure type: unk. According to the reporter: tip of bladeless trocar broke off during procedure. The trocar was removed, the tip retrieved with no injury to the patient. No additional information available at this time.